Event description:
It was reported that (1) al326 device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon was applying clips to the meso-appendix ligating appendicular vessels. The device closed shut and wouldn't reopen. It was stuck shut, after several seconds the clip applier did open on its own. Extended or time by one minute. It is unknown how the case was completed.